Manufacturer narrative:
Based on the claim against the product by the customer noting broken/loose cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The complaint regarding broken/loose cable was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additionally, the instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was not exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts.

Event description:
It was reported that during central processing, the maryland bipolar forceps had a broken/loose cable. There was no report of patient involvement or reported injury.